Event description:
It was reported that during use in a right ankle fusion procedure with a bone graft, the pin driver attachment broke and parts fell into the sterile field. No parts fell into the surgical site. There was no report of pt/staff injury associated with this event.

Manufacturer narrative:
Investigation findings: the pin driver attachment was received with loose/separate parts. Further investigation found internal parts missing. These internal parts could not fall out the front portion of the attachment during use, but could fall out the back of the attachment when being removed from the handpiece. The cause of this failure mode was undetermined. Conmed linvatec will continue to monitor this product for failures.